Event description:
It was reported that during a procedure for a right hip fracture, the nail and helical blade were inserted correctly. While inserting the distal locking screw, the drill bit began to hit the nail due to misalignment. The surgeon removed the aiming arm, drilled free handed, and inserted the distal locking screw. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The aiming arm was received for a product development event evaluation and was assembled to an insertion handle. Using the other returned parts (protection sleeve, drill sleeve and trocar), it was found that there is proper alignment from the aiming arm to the nail screw hole. The device showed evidence of use and the complaint condition could not be replicated. Based on the inability to replicate the event, this complaint is considered invalid from a manufacturing standpoint.